Event description:
An unk size s7 stent delivery system was inserted to treat an ostial lesion in the right coronary artery. The stent was successfully deployed, however, the physician decided to further expand the stent. A ptca balloon was inserted into the stent and inflated at 12-14atm of pressure. Upon removal of the ptca balloon, it was noticed that the stent was no longer at the lesion site but in the aorta while still being inserted over the guidewire. The stent, guidewire and the guide catheter were pulled down to the femoral artery sheath. After exchanging the femoral sheath to a size 10f sheath, the stent was crunched with the use of snares and wires and the stent was successfully removed from the pt. It is unk if there was further treatment to the target lesion. The pt was reported fine post procedure. There is no further info available regarding this event. From the info received there are two possibilities as to the cause of the event. First a combination of deep seating the guide catheter and advancing the ptca balloon through the deployed stent, the balloon material became caught on the stent strut which removed the stent from its deployed position. Secondly, after dilatation of the deployed stent with a ptca balloon, the balloon material caught on the stent and removed the stent from its deployed position during pullback of the balloon into the guide catheter.